Manufacturer narrative:
The reported event of "insulation abrasion to the point that the inner wires were very exposed." Was confirmed. As received, a partial lead was returned in four pieces. Visual inspection of the partial lead found an internal insulation abrasion breaching the ring electrode cable lumen at the distal region of the lead with procedural damage to the ring electrode etfe cable coating. The cause of the reported event was isolated to the internal insulation abrasion. Correction: section h6 should not include "degraded" code. It should include "naturally worn".

Event description:
New information received noted that lead had insulation abrasion and inner wires were exposed.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented with a right ventricular (rv) lead that exhibited insulation degradation. The rv lead was explanted and replaced with new lead. Patient condition was stable.